Manufacturer narrative:
Block d2b: additional applicable product codes: nhl. Correction to block e1.

Event description:
It was reported that following a revision procedure, the deep brain stimulation (dbs) patient experienced a stroke and was hospitalized. Magnetic resonance imaging (MRI) results were requested and sent. No additional adverse patient effects were reported. The device will not be returned for analysis as it remains implanted. Additional information was received that one month following the implant procedure, the patient experienced slurred speech. Upon evaluation, the physician determined that the symptoms were consistent with post-surgical edema. Imaging studies revealed no evidence of stroke and confirmed the presence of unilateral edema. The physician considers it possible that the implantation procedure may have contributed to the observed symptoms. At the time of reporting, the patient is doing well; the slurred speech has resolved, the dbs system has been activated, and the patient is deriving therapeutic benefit.

Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that following a revision procedure, the deep brain stimulation (dbs) patient experienced a stroke and was hospitalized. Magnetic resonance imaging (MRI) results were requested and sent. No additional adverse patient effects were reported. The device will not be returned for analysis as it remains implanted.